Event description:
It was reported that the patient had difficulty charging the ipg and aligning the charger to the ipg. It was noted that the ipg had migrated which was confirmed via x-ray. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.